Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A comprehensive reverse glenosphere impactor was returned and evaluated. Visual inspection of the impactor identified the impactor cap is missing from the threaded tip and was not returned with the device likely could have fractured. There is damage to the handle and also to the strike plate indicating use of the device. The device has an approximate field service age of 4 years and it is unknown how many times the device was used. Review of the device history records identified no deviations or anomalies during manufacturing a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Common device number: phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported the impactor pad fractured while impacting glenoshere. Attempts have been made and additional information on the reported event is unavailable at this time.